Event description:
Several syringes had clear liquid (small amount) in the "new" syringe. The liquid feels oily. Pt noticed liquid at tip of needle when plunger was pushed forward. Syringe was not used.